Manufacturer narrative:
The biomedical engineer reported that there was intermittent comm loss within the facility's ER department. They stated that multiple bedside monitors are continually going in and out of communication loss on both the department's central nurse's stations (cnss) and remote network stations (rnss). They also stated that this has been an ongoing issue for some time. No patient harm was reported.

Event description:
The biomedical engineer reported that there was intermittent comm loss within the facility's ER department. They stated that multiple bedside monitors are continually going in and out of communication loss on both the department's central nurse's stations (cnss) and remote network stations (rnss). They also stated that this has been an ongoing issue for some time. No patient harm was reported.